Event description:
In 2008, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left). The study was a retrospective analysis to compare wallstent and ultraflex stents. The following info was derived from this article: on the day of procedure (patient age, gender and weight), there was a failed attempt to place the stent.

Manufacturer narrative:
Therapy unsuccessful - the device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.